Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As per the field service engineer, a spare device was used to troubleshoot on-site. It was confirmed that the subject light source was not faulty and will not be sent to repair center for inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported to olympus, the evis lucera elite xenon light source could not recognize the scope. The issue was found during inspection before the diagnostic enteroscopy procedure. The patient was not under anesthesia. The facility finished the procedure with a similar device. There were no reports of patient harm.